Event description:
A monarc sling was implanted. It was reported that the pt "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery," and had "other damages." Also reported were, "severe personal injuries," "severe emotional distress," and "obligations for medical services."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.